Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval observed the reported system error 105 at power up and was caused by a failed motor (flex). The failed motor assembly was replaced.

Event description:
It was reported that a spectrum infusion pump was alarming system error 105. Any pt injury or involvement is unk.